Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, october 05, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. Fiducial markers were placed transperineally prior to hydrogel injection. The procedure was performed with local monitored anesthesia care (mac). Post procedure imaging showed the hydrogel was injected in the rectal wall. The patient was report as doing well, no irritation has been developed. It was also noted that the patient was planned for external beam radiation treatment (ebrt), it was not specified if their treatment had occurred or yet begun.